Manufacturer narrative:
B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be a transmitter failed error. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was completed and passed. A transmitter voltage test was performed and passed. A pairing with (B)(4). Bluetooth device was performed and failed. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be a transmitter failed error. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter failed error.